Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: based on the available information, a root-cause analysis is not possible as the "high oxygen alarm" of the hamilton-c1 could not be reproduced. Most likely this issue is a result of a depleted/defective o2 cell (o2 sensor). Due to the defined risk-ID 856 and thus severity 3, this issue is deemed to be a reportable event. No further investigation or correction will be performed except those mentioned above.

Event description:
Dear (B)(6), a customer had a problem: the unit alerted on high o2. We did all the tests but couldn't reproduced the problem, but we can see it in the logs. All the tests found o.k.. Please advise if we can send the unit back to use in the hospital. (B)(6).